Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction was due to a failure in the unit communicating with ltf-s300-10-3d, ch-s200 because a sandstorm and an e226 error code occurs when it was only in combination with ltf-s300-10-3d and ch-s200. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the visera elite iii video system center displayed no image. The issue occurred, during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.